Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was not reported. It was reported that the patient was treated with a thrombectomy of the iliac limb due to the narrowing and severe calcification of the external iliac. The physician elected to reline with an endurant stent graft 161393 and the intervention was completed successfully. No additional clinical sequelae were reported and the patient is fine. A review of 2 returned still cta images confirmed that the left iliac limb was occluded, with possible stent graft compression seen in the distal end of the limb. The cause could not be determined from these images. Possible contrast was seen outside the patent limb; could not confirm if this may be a possible (unknown type) endoleak.

Manufacturer narrative:
(B)(4). Method: film review. Results: inherent risk of procedure (occlusion); patient¿s condition affected effectiveness of device (anatomy related; narrowing and severe calcification of the external iliac). Conclusion: known inherent risk of procedure (occlusion); device failure related to patient condition (anatomy related; narrowing and severe calcification of the external iliac).